Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 40mg/dl. The customer alleged that the pump¿s bolus feature was not working appropriately and contributed to the low bg level; however, this could not be confirmed. Customer attempted to self-treat by consuming carbohydrates and sugar tablets, however; was treated with carbohydrates and monitored at the ER to ensure bg was resolved. Customer was released from ER with issue resolved and no permanent damage.